Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number provided by the customer is incorrect. Getinge service was not requested in connection with this event. However, the customer has advised that the scroll compressor was replaced and this resolved the issue. In addition, the customer also completed the pm and the iabp was returned to clinical use. We have requested the customer to provide the correct serial number, and a supplemental report will be submitted if the information is provided. Full name of initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon (iabp) failed the drive regulator calibration test. The customer biomed reported that the readings for the pressure set-point registered 355.3 mmhg which was lower than the specified 390 mmhg (+/- 10). The customer was unable to increase the reading. A getinge service territory manager (stm) advised the customer to perform the new procedure on calibrating the compressor regulator output and if that did not correct the issue, the compressor might be bad. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon (iabp) failed the drive regulator calibration test. The customer biomed reported that the readings for the pressure set-point registered 355.3 mmhg which was lower than the specified 390 mmhg (+/- 10). The customer was unable to increase the reading. A getinge service territory manager (stm) advised the customer to perform the new procedure on calibrating the compressor regulator output and if that did not correct the issue, the compressor might be bad. There was no patient involvement and no adverse event was reported.